Event description:
After the dib00 intraocular lens (iol) was fully inserted into the patient's ocular dexter (right eye) it was reported there was a large central scratch. An attempt was made to buff the iol, the scratch extended to the inner portions of the lens. The iol was cut out and a new lens with the same model and diopter size was inserted. The iol is not available for return as it was discarded. Distributor reporting form indicated incision enlargement occurred. Patient status is unknown. No further information is available.

Manufacturer narrative:
Patient weight, ethnicity and race: unknown/asked information unavailable. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure, therefore not explanted. Email: unknown ¿ information not provided. The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: 4625 incision enlargement. Health effect - impact code: 4631 iol removal and replacement. Health effect - clinical code: 4581 incision enlargement. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.